Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Relationship was not found between the returned device and the reported incident. Review of complaint history for the past 3 years found no other similar complaints. A review of manufacturing records found no non-conformance's or anomalies during manufacturing process related to the reported event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Visual inspection under magnification of the returned wand shows moderate electrode wear with strong contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed. The suction line was tested and was clogged by tissue. A back flush cleaned the line. The functional evaluation showed that the adhesive of the spacer is compromised. The emitted plasma through the hole is still on the activation area, therefore it could not cause an unintended patient injury and it is a sign of extensive use of the device. The complaint could not be confirmed. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint: it is possible that the suction line was not properly connected or the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue. When the recommended suction pressure is not used, this will cause the suction line to clog; therefore, decreasing the functionality of the wand. Clinical evaluation concluded that it is unclear if the instructions for use were adhered to during use and the patient impact beyond the reported events cannot be determined. Instructions for use contains warnings and precautionary statements to prevent patient/device damage. There are no indications to suggest the device did not meet specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the defective electrode caused the formation of bubbles and flames in the patient's shoulder. The surgeon had to change the electrode to finish the procedure. It is unknown if there was a surgical delay. The patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.